Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received a critical pump error. No harm requiring medical intervention was reported. Customer was unable to clear alarm and pump exposed to high magnetic environment. The customer was declined to troubleshooting. The device will be returned for analysis.